Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during set up; the patient was not connected. The caregiver (cg) explained that the hc was already set up and that the home patient (hp) had come to connect and start therapy and found that one of the secondary bags had disconnected from the set up and was on the floor instead. There was solution on the floor. The technical service representative (tsr) had the cg close all of the clamps to the bags and patient line, cycle the power, press "go" to start, and at "load the set", remove the cassette. The tsr advised the cg to dispose of the current supplies connected and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. She stated that she did not notice anything unusual about the supplies that night. After starting over with new supplies, therapy went well. There were no samples available and she did not know the lot number. Therapy since has been going well, and no adverse effects were reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.